Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom¿recrt device. The complaint reports that water is coming through the tubing and making a noise. The patient reports waking up with headaches, nose bleeds, pain behind the right eye, dizziness, a swollen head and face, and pressure around the eye. The patient saw a doctor and asked the rt if she should return. The rt stated they are not qualified to determine if the device caused the reported harm and cannot make a judgment over the phone if the patient should return to see the doctor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.